Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon (coating peeling), and also found that this phenomenon was attributed to the deterioration. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (coating peeling) could not be conclusively determined. However, based upon the information from olympus (B)(4), omsc surmised that this phenomenon was attributed to the physical stress, chemical stress, or storage environment. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing for the diagnostic tracheoscopy using the subject device in combination with the video processor cv-290, it was found that the angulation of the subject device was insufficient. The user replaced the subject device to another similar device to complete the intended procedure without more than fifteen minutes extension. Olympus (B)(4) found that the coating of the insertion tube had been partially peeled off more than 1mm2 during the incoming inspection of the subject device for the repair. There was no report of patient injury associated with this event.